Event description:
Cardiac catheterization done with perclose device on 4/12/99 and pt was discharged 4/16/99. On 4/25/99 pt was admitted via emergency medical services with altered mental status, hypotension and shock. Nursing home reported hemorrhage at cardiac cath site since 1030am. Emergency surgery for right femoral ruptured pseudo-aneurysm repair. Pt developed additional complications and expired 5/28/99.